Event description:
A customer reported an issue with the time settings on their device, which was incorrect and differed by more than five minutes from the actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy persisted. The customer understood and acknowledged this advice.